Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt unable to complete detect and treat testing. The j704 connector was broken off the distribution node pca. The root cause for the damaged j704 was unable to be positively identified. Investigation underway. See crf-63953. There was no adverse event that resulted from the damaged belt.